Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the transcatheter aortic valve evfxplus-26 for a patient with bicuspid anatomy and significant calcification near the left coronary cusp, several complications occurred. The patient remained hypertensive throughout the procedure but was stable with ongoing intravenous fluids. There was difficulty crossing the valve, requiring multiple catheters and wires before successful crossing. The native valve was pre-dilated successfully, and the valve was implanted with one recapture to adjust depth. The valve was noted to be constrained from the skirt, leading the consultant to post-dilate with a 23mm semi-compliant balloon. During balloon inflation, there was a loss of capture on the pacing, and the balloon popped upwards, dragging the valve above the non-coronary cusp. This resulted in aortic regurgitation (ar). While preparing to implant a non-medtronic valve to address the regurgitation, the patient experienced cardiac arrest and did not recover. Additional information was received that the valve was constrained but not infolded, due to the severe calcification even after the pre-implant balloon dilation. Per the physician, the cause of death was severe central ar from valve embolization due to the loss of capture on pacing during post-implant balloon dilation. The physician attributed the death to a procedural complication that caused the severe ar and did not attribute the death directly to the valve or dcs. Bicuspid anatomy and severe calcification of the patient's valve were reported to be contributing factors to the event.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the transcatheter aortic valve evfxplus-26 for a patient with bicuspid anatomy and significant calcification near the left coronary cusp, several complications occurred. The patient remained hypertensive throughout the procedure but was stable with ongoing intravenous fluids. There was difficulty crossing the valve, requiring multiple catheters and wires before successful crossing. The native valve was pre-dilated successfully, and the valve was implanted with one recapture to adjust depth. The valve was noted to be constrained from the skirt, leading the consultant to post-dilate with a 23mm semi-compliant balloon. During balloon inflation, there was a loss of capture on the pacing, and the balloon popped upwards, dragging the valve above the non-coronary cusp. This resulted in aortic regurgitation (ar). While preparing to implant a non-medtronic valve to address the regurgitation, the patient experienced cardiac arrest and did not recover. Additional information was received that the valve was constrained but not infolded, due to the severe calcification even after the pre-implant balloon dilation. Per the physician, the cause of death was severe central ar from valve embolization due to the loss of capture on pacing during post-implant balloon dilation. The physician attributed the death to a procedural complication that caused the severe ar and did not attribute the death directly to the valve or dcs. Bicuspid anatomy and severe calcification of the patient's valve were reported to be contributing factors to the event. Additional information was received that confirmed the connector used to pace over the guidewire was not manufactured by medtronic.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012768939); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012768953); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the transcatheter aortic valve evfxplus-26 for a patient with bicuspid anatomy and significant calcification near the left coronary cusp, several complications occurred. The patient remained hypertensive throughout the procedure but was stable with ongoing intravenous fluids. There was difficulty crossing the valve, requiring multiple catheters and wires before successful crossing. The native valve was pre-dilated successfully, and the valve was implanted with one recapture to adjust depth. The valve was noted to be constrained from the skirt, leading the consultant to post-dilate with a 23mm semi-compliant balloon. During balloon inflation, there was a loss of capture on the pacing, and the balloon popped upwards, dragging the valve above the non-coronary cusp. This resulted in aortic regurgitation. While preparing to implant a non-medtronic valve to address the regurgitation, the patient experienced cardiac arrest and did not recover.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.